Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump was hospitalized due to high blood glucose issues and was disconnected from the device. Customer went into diabetic ketoacidosis due to high blood glucose of 560 mg/dl. He believes the high might be due to him inserting the infusion set improperly. Customer stated initially his blood glucose had been in the 300 mg/dl range all day. Then the following day he was hospitalized. His symptoms were nausea, vomiting, difficult breathing, and abdominal pain. Customer was wearing the device when he was admitted; they removed the infusion set and noticed the cannula was bent. He was then placed on an insulin drip until his blood glucose lowered. Customer was concerned the device not detecting occlusions. A tubing clamp was sent to the customer and was advised to call back to perform a high pressure test. The device is currently not returning for analysis.